Event description:
Procedure type: urological. According to the reporter: a piece of disposable trocar that has rubber leafley that forms a seal to maintain the pneumatic sufflation of the abdomen during the procedure. It was witnessed to drop into the field and immediately retrieved.

Manufacturer narrative:
(B)(4).